Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(6).this report is filed february 26, 2014. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the abutment site. On (B)(6) 2013, the patient was prescribed augmentin (dosage and duration not reported). The implanted device remains.